Manufacturer narrative:
Device passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures alarm. The customer's blood glucose was 113 mg/dl at the time of the incident. The customer stated that they got an error delivery stopped and the insulin pump reset itself. The customer reported that the insulin pump was not exposed to a high magnetic field. The displacement test showed no reservoir on the display. The customer stated that the insulin pump was not dropped or bumped. The customer was able to clear the alarm and were able to complete the insulin pump rewind. The insulin pump failed the self-test. The customer mentioned that they were asked to rewind the insulin pump for three times now. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.